Event description:
It was reported that during the radio frequency ablation procedure the generator did not reach temperature. Multiple cables were swapped out but did not resolve the issue. The procedure was then aborted. There were no adverse outcomes.